Event description:
During activation of the device during laparoscopic surgery ablation of tissue between shears, the device appeared to ablate tissue in areas other than the targeted tissues, specifically those at the end of the shear introduction tube and non insulated areas of the shears. This caused unintended ablation of surface liver tissue.